Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that a pump with cartridges was alarming early when filled to 3ml with treprostinil. It was reported when filled with 2ml of treprostinil the cartridges run for the expected time. No patient injury reported.